Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was examined under magnification. Under magnification, the batch number for the returned 1.5mm cann. Quick release driver tip (part number ht-0915) was confirmed as 415851 and the batch number for the returned screw was confirmed as 522136. Initially, as received, the driver and screw could not be removed from each other with the force of just hands. They were later separated by applying minimal force to the screw with pliers which easily removed the screw from the driver tip. The driver showed an area of wear around the hex features of the tip. No other significant signs of wear could be observed on the driver tip. The head of the acutrak 2 bone screw showed some signs of wear and deformation. The hex recess edges were slightly deformed and showed areas that were minimally scratched, worn, and dented. Additionally, the screw showed threads near the middle of the screw that were slightly stripped. These threads had the anodization worn away and therefore were shiny, silver, and deformed. It is possible that the screw stripped when inserting into the bone. Encountering increased resistance can have the effect of causing excess torque to be applied to the hex driver when inserting the screw and therefore lead to the interface between the driver and screw becoming tight or stuck. However, due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, when the surgeon tried to insert the screw, the driver tip could not be removed from the screw. Therefore, the screw could not be used for the procedure. There were no adverse consequences to the patient. This report is related to report number 3025141-2022-00271 for the driver involved in this event.